Event description:
It was reported, that low pacing impedance and high defibrillatory impedance was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2023 and replaced. The patient was recovering.